Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cannula. Customer changed the infusion set to resolve the issue. Customer's blood glucose was 317 mg/dl.